Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that before surgery, it was observed that the battery handpiece device made noises when running and had no power while in use with the lid device. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty construction and design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.